Manufacturer narrative:
Product manufactured but not sold in the u.s. Device evaluation: the lens was returned dry in the lens case/vial. There was foreign material (fiber) on the lens surface. Visual inspection found no visible damage to the lens. Lens work order search: no similar complaint type events reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.5 diopter into the patient's left eye (os) on (B)(6) 2018. Intra-operatively, the lens was explanted. The surgeon reports blurred vision and corneal edema. Additionally stated, the "lens was injected upside down when the doctor implanted. The doctor found corneal edema when was removed the lens." The reporter indicated that the lens was injected into the patient's eye in such a way that the iris-facing lens surface was inserted facing the capsule. Also indicated is, "three minutes has elapsed from the loading of the lens to the injection. During this time the cartridge was keeping underwater. The incision size was narrow." The surgeon indicates that the cause of the event is not known. The corneal edema is resolving.

Manufacturer narrative:
"The doctor has implanted a new lens on (B)(6) 2018 because the patient's corneal condition (blurred vision) has been improved". The problem was resolved after the new lens was implanted. (B)(4).